Manufacturer narrative:
.

Event description:
It was reported that the patient presented to clinic for routine follow-up. Upon review of data, the patient receiving inappropriate therapy for atrial fibrillation with rapid ventricular response. Programming changes were recommended. Patient will continue to be monitored with routine follow ups.